Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is an inherent risk of any electrode placement.

Event description:
Related manufacturing ref: 3008452825-2018-00323, 3005334138-2018-00333. During a paroxysmal atrial fibrillation procedure, a pericardial effusion occurred. Following a successful transseptal puncture, the ablation catheter was inserted into the left atrium without difficulty and geometry collection began with the spiral catheter. Following 10 minutes of mapping, the patient became hypotensive and fluoroscopy confirmed the heart was compressed. A transthoracic echocardiogram was used to confirm a pericardial effusion and a pericardiocentesis was performed which stabilized the patient. There were no performance issues with any abbott device.